Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple power source alerts occurred and pump battery was unable to be charged. Customer's blood glucose was within range (value not provided). Customer reverted to using an alternate method of insulin therapy.